Event description:
A (B)(6) pt with implanted cardioverter-defibrillator (B)(6), 2008. Admitted after receiving inappropriate shocks on (B)(6) 2008. Magnet placed. Pt transferred to tertiary center for lead extraction and replantation.